Event description:
It was reported that the generator was successfully interrogated intra-operatively during implant surgery. Diagnostics were performed and the results were within normal limits. However in post-op, the physician was unable to interrogate the device. Troubleshooting was completed by hospital staff and the problem was isolated to the serial cable. The serial cable was then disposed of after the troubleshooting and the physician was supplied with a new cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. At a follow-up appointment, the generator was successfully interrogated. Attempts to obtain additional relevant information have been unsuccessful to date.